Event description:
It was initially received via regulatory authority (reference number: (B)(4)) on 11-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen, pregabalin and venlafaxine. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required) and fibromyalgia ("fibromyalgia"). The patient was treated with morphine and surgery (hysterectomy on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the fibromyalgia outcome was unknown. The reporter considered fibromyalgia and pelvic pain to be related to essure. The reporter commented: since essure was fitted in (B)(6) 2015, patient's appendix burst 4 days later resulting in a long 1 month stay in hospital due to complications, had hysterectomy in (B)(6) 2016 and been diagnosed as having fibromyalgia with the symptoms starting in 2015 and as of now patient is in that much pain and unable to walk some days. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-jul-2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 11,723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.